Manufacturer narrative:
The root cause of the infection/sepsis could not be determined as insufficient clinical details were provided. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
The impella device was not returned by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. As noted in the impella IFU: impella 5.5 with smartassist for use during cardiogenic shock & cp with smartassist section: table 3.2 impella catheter components ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support, the patient was found to be septic, which was treated with antibiotics.